Manufacturer narrative:
(B)(4). Batch #294a55. Additional information was requested and the following was received: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). Patient is good and discharged from hospital. Investigation summary. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with three reloads present. The gst60b reload (b) was received partially fired 1/3. The ecr60b reload (c) was received partially fired 4/5. The ecr60b reload (d) was received partially fired 1/16 with 1 double driver missing and 3 double drivers out of position making the reload non-functional. In addition, the reload pan was noted to be bent and partially dislodged at the proximal end from the left side. The returned device and reloads (b and c) were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Event description:
It was reported that when the surgeon fired stapler, the knife of echelon+ did not go fully of the trajectory. It only went 1/3-1/2 of the normal trajectory within all 3 of his firings.